Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a button error alarm. Customer also stated their buttons were unresponsive. The customer's blood glucose was unknown. Customer was disconnected from the call before further information was collected. No additional information is provided.